Event description:
It was reported that the composix kugel mesh was implanted at the ambulatory surgical facility in 2007 without complication. A small seroma was noticed which healed by itself. In the beginning of august, an infection in the mesh was noticed. The pt was treated with antibiotic for three weeks and a vascusil therapy without success. In early september, the mesh was removed at the hospital (klinikum bayreuth) and the incisional hernia was treated without foreign material.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our current knowledge.